Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 164, 156 and 181mg/dl mg/dl. The customer's expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed during the phone call customer is in fasting and produced test results of 181 and 156 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is 07/29/2016 the meter memory was reviewed for previous test result history (date / time not set): (B)(6).